Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of the snare unable to deliver energy. Block h11: block d4 (model number, lot number, catalog number, expiration date and unique identifier (UDI) #) has been updated based on the additional information received on january 30, 2024.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a procedure performed on (B)(6) 2024. During the procedure, the snare cautery did not work. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a procedure performed on (B)(6), 2024. During the procedure, the snare cautery did not work. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a090402 captures the reportable event of the snare unable to deliver energy.